Event description:
The manufacturer received information alleging that the device did not meet acceptance criteria of evaluation process due to the inlet. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" error code related to the blower motor being locked up. No repairs have been performed as the unit has been scrapped.